Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the needle detached from the mesh leg and was not located. The procedure was completed using another pinnacle anterior/apical pfr kit, with no complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.